Event description:
A report from india notes, that the device was in back up vvi mode. The patient presented to the emergency room after receiving multiple shocks. Patient was suspected to be in an arrhythmic storm and device replacement was recommended due to the multiple charges. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.